Event description:
The balloon burst.

Manufacturer narrative:
The report we received from our affiliate indicated that the balloon burst during dilation of a lesion in the iliac artery in a 70 to male patient with calcified vessels. The inflation pressure was approximately 10-12 atm. There were no adverse effects to the patient. The procedure was completed with another balloon. Clinical impression: during a percutaneous transluminal angioplasty to this male's iliac artery, the balloon was reported to have ruptured. The vessel was described as calcified. Inflation pressures were estimated to be 10-12 atmospheres. It is not known if an inflation device was used. There was no injury to the patient. The product was returned for analysis. With the information available, it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact. The following analysis was returned for evaluation and testing: visual analysis: a clinically used powerflex p3 balloon catheter was returned for analysis. The balloon had a full axially directed tear. Microscopic analysis: microscopic analysis performed on the innerbody and markerbands revealed no anomalies. Scanning electron microscope (sem) analysis performed on the outer surface of the balloon material revealed no evidence of surface abrasions that might have caused the balloon burst. One other complaint was received for this lot number to date, not similar to this issue. A route sheet review was performed for this product, this revealed no anomalies that can be associated with the reported complaint. A leak test was performed during the production process. Conclusion: the balloon had a full axially directed tear. Microscopic analysis performed on the innerbody and markerbands revealed no anomalies. Sem analysis performed on the outer surface of the balloon material revealed no evidence of surface abrasions that might have caused the balloon burst. The exact cause could not conclusively be determined.